Event description:
Patient presented on (B)(6) 2009 with acute onset of right-sided weakness and global aphasia consistent with acute ischemic stroke. The patient was given 9 mg of ia tpa and then the penumbra 41 was advanced into the right m1. Aspiration and device use was unable to open the vessel, and a 4x7 hyperform balloon was advanced in the mca to perform angioplasty. The intervention was terminated with inferior branches recanalized, however the superior branch remained occluded. On (B)(6) 2009, follow up CT scan showed a new right middle artery distribution stroke. This event was reported has having "uncertain" relationship to the penumbra device and the procedure. The patient death on (B)(6) 2009 was attributed to this event, as family decided to move to comfort care on (B)(6) 2009. The coordinator initially reported this event in the edc on (B)(6) 2012 and was unable to clarify this relationship. Following one month of constant follow up, she confirmed on (B)(6) 2012 that the relationship remained "uncertain" and provided additional imaging information.

Manufacturer narrative:
Conclusion: additional emboli and stroke are a known and anticipated events associated with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during a review of stroke cases for a penumbra post-market retrospective study (retrostart). The information regarding this event is limited by the procedural reports provided by the hospital. Devices not retained.